Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the surgeon was removing the lumbar drain catheter from the patient 3 days after implantation. There was no issue during the insertion of the implant. Prior to removal, the draining of the cerebrospinal fluid was optimal and efficient. No unusual symptoms or events occurred. However, upon removal, the surgeon encountered a slight/light resistance while pulling out the catheter. The surgeon found the catheter was broken. Approximately 8.7 cm was found to be stuck in the patient's lumbar spine. The remnant lumbar drain was visualized in one continuous segment 8.7 cm from its tip abutting the right superior corner of the l3 vertebra (next to the right l3 pedicle) through the l4/5 interspinous ligament via a left paracentral approach, to its proximal breakage point about 3 cm deep from the skin. It was noted that a subsequent x-ray was taken, and an exploratory surgery was performed to locate the broken catheter from the patient. However, they were unable to locate and remove the remaining of the implant. The patient was healthy and recovering well despite the event.